Event description:
Customer reported a discrepancy between the set flow rate and the true flow rate on the replacement pump, which resulted in a wrong replacement weight loss and a wrong effluent weight. No blood loss reported. Reported machine runtime 1946 (h).

Manufacturer narrative:
No pt injury or medical intervention was reported. No blood loss was reported. The data files have been received and reviewed. Initial investigation suggests that this is a case of flow-rate discrepancy. The manufacturing site is conducting further investigation. A follow-up report will be provided on conclusion of the investigation.